Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap was used in an endoscopic retrograde cholangiopancreatography procedure performed on an unknown date. According to the complainant, during the procedure, the sponge detached from the biopsy cap and got stuck in the scope channel. The sponge was removed after the procedure. There were no patient complications reported as a result of this event.